Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving saline (0.9 mg/ml at 0.00530 mg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity and post spinal cord injury. It was reported a motor stall occurred on (B)(6) 2015 at 10:38 and a motor stall recovery on (B)(6) 2015 at 20:14. The reporter noted there was no electromagnetic interference or magnetic interaction. Additional information received from the hcp noted the cause of the motor stall was a possible magnetic resonance imaging (MRI) of the knee. The hcp was not concerned as they wanted to turn off the pump permanently. If additional information is received, a follow-up report will be sent.